Manufacturer narrative:
The lead was received snipped or cut into an approx. 40cm distal portion with no electrode tip received. X-ray of the lead indicated that only approx. 101mm of the "j" stiffener wire was received. It appears that the "j" stiffener wire fractured approx. 17mm proximal of the electrode tip with all recorded measurements of the "j" stiffener adding up to approx. 101mm.

Event description:
The lead was explanted due to a report of suspected j retention wire fracture without protrusion through the outer polyurethane insulation.